Manufacturer narrative:
Review of lot records/work orders, prior reports. No issues were noted. Unknown if patient anatomy met criteria for indications for use. No conclusion can be drawn at this time.

Event description:
In 2008, patient had successful implant of a 28-16-140bl bifurcated device and a 20-20-55l limb extension. Follow up revealed a proximal type I endoleak. In 2009, the patient was treated with 34-34-80l and 34-34-100rl proximal extensions with good results.